Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bend in the stylet was confirmed but the exact cause is unknown. One 4 fr sl powerpicc solo catheter was returned for investigation. The stylet t lock assembly was returned within the catheter. The catheter was not trimmed. A syringe was attached to the t lock flushing hub assembly and no fluid was present within the syringe. Evidence of use was present throughout the catheter. The stylet was removed from the catheter and a kink was observed 27 mm from the distal end. Microscopic observation of the kink location revealed the kink to be located between the magnets. The continuity between the white fin and distal end of the stylet was checked and found to be continuous. The resistance was measured to be 40 ohms. The polyimide tubing was cut. The wall thickness was measured and found to be within specification. Based on the condition of the returned sample, possible contributing factors include damage during handling and advancement against resistance. Since a bend in the stylet was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that bard single lumen solo PICC with sherlock 3cg tip positioning system. After gaining vascular access, sherlock did not pick up signal from magnetic tip in wire, so could not sense position of PICC during insertion. PICC was not cut, as patient required full 55 cm catheter length. Nurse removed PICC and inserted new PICC, which worked well. Upon removal of PICC, it appears as though wire was bent. Damaged PICC wire contributed to longer insertion time and expense of using a second PICC kit. This file addresses the bend in the wire. On (B)(6) 2019 - returned wire is kinked.